Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo, USA device at a third-party service center, a ventilator inoperative error was not possible to replicate. No critical errors or alarm related to a ventilator inoperative were recorded in the event log. However, the device failed an internal flow verification: positive flow: measured test. The technician recommended replacing the device's machine flow sensor, which had internal damage to address the issue. Additionally, the particulate filter and the inlet filter were replaced due to a periodic maintenance and smoke contamination. The main housing was replaced due to cracks. The device's tubing-system pca, blower chassis, tubing-fio2, and tubing-low flow o2, were replaced due to dust contamination and discoloration. The device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements